Manufacturer narrative:
Unique device identifier (UDI): (B)(4). No sample was returned for evaluation. Device history record (DHR) - record showed no anomalies and no events were issued during the packaging process that could be related to the reported condition. A complaint investigation (failure analysis) and determination of root cause is not possible. The complaint could not be verified due as a product sample was not returned in order to verify the complaint. Based on the customer reported failure ¿electrosurgical generator was activated without pressing" it is not to determine a possible root cause for this complaint as there is insufficient information. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3006697299-2020-00086.

Event description:
This is 2 of 2 reports. A distributor reported on behalf of the customer that on (B)(6) 2020, the force-fx electrosurgical generator was activated without pressing the button on the c6636 cusa excel 36khz cem nosecone. The patient was prepped for surgery with no patient injury reported. There was a delay for 30 minutes with no known adverse consequence to the patient. A new cem nosecone was replaced to solve the issue.